Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6) it was reported that on (B)(6)2023, a 22mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2023, the patient presented to the emergency room with complaints of shortness of breath, left-sided chest pain with radiation to left clavicle. Physical exam and vital signs within normal limits. Coronary CT angiography (cta) of chest revealed a large pericardial effusion noted in pericardiac space, admitted to intensive care units (icus) for observation and treatment. Limited echocardiogram revealed circumferential effusion of 1 cm. Underwent attempted of pericardiocentesis on (B)(6) 2023 however fluid was not retrieved and instead became pleural effusion. Started on prophylactic indocin, colchicine, aspirin 81 mg daily, and clopidogrel 75 mg daily. Discharged to home in stable condition on (B)(6) 2023. It was also noted that on (B)(6) 2023, patient presented to the emergency department for complaints of palpitations, fatigue and mild shortness of breath for several days. Noted to be in atrial fibrillation with a rapid ventricular rate. Vital signs within normal limits except for rate of 149. Given a dose of intravenous diltiazem and admitted for further treatment and observation. Unable to convert to sinus rhythm despite changes in medication. Patient was asymptomatic and has a history of paroxysmal atrial fibrillation. The patient was discharged to home in stable condition on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient effects for the following pericardial effusion, pleural effusion, atrial fibrillation, fatigue, dyspnea, and angina were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with regards to manufacture, design, or labeling.